Event description:
A customer reported to beckman coulter, inc. (Bec) that bloody fluid was leaking from coulter lh 750 hematology analyzer onto the counter in front of the analyzer. The leak was approximately 1 to 2 ml volume, and was not contained within the instrument. The operator was wearing a lab coat, gloves, and eyewear when the leak was discovered. There was no report of exposure to mucous membranes or open wounds, and the operator did not seek medical attention. The material safety data sheet (msds) was not reviewed, but there is an exposure control plan at the facility. There was no impact to patient results. There was no death, injury or change to patient treatment attributed or connected to this complaint. The field service engineer (fse) found the waste cup had broken off the actuator and was not moving up and down to pick up manual probe waste. The engineer replaced the cup. Service activity performed was verified per established procedures, and the results met published performance specifications.

Manufacturer narrative:
(B)(4).